Event description:
It was reported to philips that the system failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked system and confirmed that system failed to boot up. After reviewing log file fse confirmed host-pc did not start up. Upon troubleshooting fse found that both the usb ports and the keyboard were unresponsive. To resolve the issue, fse replaced keyboard and mouse. But after replacement software got crashed. Fse replaced the operating disk in the host computer. After replacing operating disk in the host pc, the system returned to use in good working condition. The codes were updated based on the investigation outcome.